Manufacturer narrative:
No sample was returned. Three photos were provided by the customer. According to the photos, the customer reported issue was not confirmed. A lot of history review was performed, and no nonconformities were found.

Event description:
It was reported that ffp ended up in the tank and the heat hose was also cloudy. There was unknow patient harm and no adverse effects were reported as a result of the event.